Event description:
It was reported that the patient presented in the emergency room with shortness of breath. Upon chest x-ray imaging it was noted that the right-atrial (ra) and right-ventricular (rv) lead had dislodged due to twiddling. As a resolution the ra was repositioned, and the rv lead was explanted and replaced as the rv lead helix failed to extend while repositioning on (B)(6) 2025. The patient condition was stable.